Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen cracked, but remained functional. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 377 mg/dl with high levels of ketones. Contact administered a manual injection to address high ketone level and the customer continued to use the pump along with manual injections for insulin therapy.